Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced frequent leaking during supply changes associated with the connector component when connecting the cartridge to the connector outside of the ilet bionic pancreas; the user was advised to connect the cartridge to the connector inside the ilet, and a replacement supply order was arranged to bridge until the next shipment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem and insufficient information regarding the involved component beyond the connector and reported leaking. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.